Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they recently had the implantable neurostimulator recharger (insr) and desktop charger (dtc) replaced. They are calling because they think the insr is not charging the implantable neurostimulator (ins) because their tremors are back. Patient services confirmed the insr was charging the ins. They stated the ins icon was empty/did not have the lightning bolt in it and it was reviewed that meant the ins was turned off. Patient services had them get use the patient programmer (pp), sync to the ins, and the pp confirmed the ins was off. They were walked through turning the ins back on and confirmed the patient was feeling much better once the ins was turned back on. They wanted to know what could cause the ins to turn off, and patient services reviewed information. Troubleshooting resolved the issue.

Event description:
Additional information received from the consumer reported the cause of the implant being off was due to a low battery. No patient symptoms or further complications were anticipated.